Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that high out of range shock impedances were noted on this implantable cardioverter defibrillator (ICD). Non-invasive programmed stimulation (nips) is to be scheduled for further troubleshooting. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. Nips testing was performed. Prior to testing, high shock impedances ranging from 140-144 ohms were noted. Impedances throughout the testing ranged from 85-93 ohms, with no anomalies noted. However, within 5 days of the tests, the impedances increased to a range of 128-145 ohms. No noise or artifact was observed. Technical services reviewed the case, and suggested to repeat the nips procedure, or lead replacement. This device system remains in-service at this time. Aside from the performed nips procedure, no additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that high out of range shock impedances were noted on this implantable cardioverter defibrillator (ICD). Non-invasive programmed stimulation (nips) is to be scheduled for further troubleshooting. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were noted on this implantable cardioverter defibrillator (ICD). Non-invasive programmed stimulation (nips) is to be scheduled for further troubleshooting. This investigation will be updated when further information becomes available. No adverse patient effects were reported.